Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 807:02 was discovered, confirmed, and reproduced in the pump's event history by a baxter service technician. The root cause of this condition could not be determined . No repairs were made to repair the confirmed problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "807:02 error code". This condition has the potential to cause an interruption of delivery. This condition was found in the "telemetry unit ". This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006 (5.09.90).